Event description:
It was reported that this patient attended the clinic with symptoms of presyncope. Upon device interrogation, it was noted that this right ventricular (rv) lead had triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements greater than 3000 ohms. Additionally, episodes with oversensing of noise were found, which included periods of greater than 14 seconds of asystole. As a result, the patient was admitted to the hospital and a new non-boston scientific rv lead was implanted with evidence of optimal electrical measurements on the pacing system analyzer. Subsequently, the physician connected this new lead to the already implanted crt-p, but no change in the pacing morphology could be observed on the electrocardiogram, and high out of range pacing impedance measurements and noise were present. Further troubleshooting was performed, an after manipulating the device, it was noted that the noise improved but it was being oversensed, and the pacing impedance was still high out of range, measuring 2400 ohms. Consequently, the physician made the decision to explant the crt-p device as well, and a non-boston scientific product was implanted instead as a device header connection problem was suspected. The procedure was completed successfully, and no additional adverse patient effects were reported. The rv lead that exhibited the reported observations was capped and abandoned in the patient.

Manufacturer narrative:
Follow up report 2 (correction): implant date was updated.

Event description:
It was reported that this patient attended the clinic with symptoms of presyncope. Upon device interrogation, it was noted that this right ventricular (rv) lead had triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements greater than 3000 ohms. Additionally, episodes with oversensing of noise were found, which included periods of greater than 14 seconds of asystole. As a result, the patient was admitted to the hospital and a new non-boston scientific rv lead was implanted with evidence of optimal electrical measurements on the pacing system analyzer. Subsequently, the physician connected this new lead to the already implanted crt-p, but no change in the pacing morphology could be observed on the electrocardiogram, and high out of range pacing impedance measurements and noise were present. Further troubleshooting was performed, an after manipulating the device, it was noted that the noise improved but it was being oversensed, and the pacing impedance was still high out of range, measuring 2400 ohms. Consequently, the physician made the decision to explant the crt-p device as well, and a non-boston scientific product was implanted instead as a device header connection problem was suspected. The procedure was completed successfully, and no additional adverse patient effects were reported. The rv lead that exhibited the reported observations was capped and abandoned in the patient.

Event description:
It was reported that this patient attended the clinic with symptoms of presyncope. Upon device interrogation, it was noted that this right ventricular (rv) lead had triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements greater than 3000 ohms. Additionally, episodes with oversensing of noise were found, which included periods of greater than 14 seconds of asystole. As a result, the patient was admitted to the hospital and a new non-boston scientific rv lead was implanted with evidence of optimal electrical measurements on the pacing system analyzer. Subsequently, the physician connected this new lead to the already implanted crt-p, but no change in the pacing morphology could be observed on the electrocardiogram, and high out of range pacing impedance measurements and noise were present. Further troubleshooting was performed, an after manipulating the device, it was noted that the noise improved but it was being oversensed, and the pacing impedance was still high out of range, measuring 2400 ohms. Consequently, the physician made the decision to explant the crt-p device as well, and a non-boston scientific product was implanted instead as a device header connection problem was suspected. The procedure was completed successfully, and no additional adverse patient effects were reported. Evidence suggests that the rv lead that exhibited the reported observations was capped and abandoned in the patient.

Event description:
It was reported that this patient attended the clinic with symptoms of presyncope. Upon device interrogation, it was noted that this right ventricular (rv) lead had triggered a lead safety switch (lss) due to a high out of range pacing impedance measurements greater than 3000 ohms. Additionally, episodes with oversensing of noise were found, which included periods of greater than 14 seconds of asystole. As a result, the patient was admitted to the hospital and a new non-boston scientific rv lead was implanted with evidence of optimal electrical measurements on the pacing system analyzer. Subsequently, the physician connected this new lead to the already implanted crt-p, but no change in the pacing morphology could be observed on the electrocardiogram, and high out of range pacing impedance measurements and noise were present. Further troubleshooting was performed, an after manipulating the device, it was noted that the noise improved but it was being oversensed, and the pacing impedance was still high out of range, measuring 2400 ohms. Consequently, the physician made the decision to explant the crt-p device as well, and a non-boston scientific product was implanted instead as a device header connection problem was suspected. The procedure was completed successfully, and no additional adverse patient effects were reported. The rv lead that exhibited the reported observations was capped and abandoned in the patient.